Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a patient. There was no patient information available. Return product is not available for investigation. Date tested result (secs) (B)(6) 2026 0224 322 (B)(6) 2026 0252 327 (B)(6) 2026 0253 >1000 (B)(6) 2026 0321 >1000 (B)(6) 2026 0321 >1000 (B)(6) 2026 0348 ni (B)(6) 2026 0355 194. There was no heparin time/dose information. Collected and tested immediately. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 23-jun-2026. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing of act kaolin cartridge lot r25328 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). Act kaolin cartridge lot r25328 is associated with a previously identified, unrelated deficiency involving act cartridges not filling as expected, as documented in quality record (qr) (B)(4).

Event description:
Na.